Manufacturer narrative:
The investigation determined that higher than expected tsh quality control results were obtained while using the vitros eci analyzer. The investigation concluded that the root cause of this event was most likely instrument related. An ocd field engineer found that routine maintenance to the signal reagent metering subsystem and recalibration were required to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended.

Event description:
This customer obtained higher than expected vitros tsh quality control results while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous tsh results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)